Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that at post implant during device interrogation there was intermittent capture on the lv lead. The device was reprogrammed to a different vector and the issue was resolved. The patient was not symptomatic.